Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On the day of the event the patient was at their church around 10:30am when they experienced being lightheaded and eventually lost consciousness. An ambulance was called and when the paramedics arrived a fingerstick was taken and the cgm was reading 389 mg/dl and the blood glucose reading was 41 mg/dl. The patient was brought to the hospital and at an uncertain point during the event, regained consciousness. The patient was given 2 cups of juice, and after the readings became stable, the patient was discharged on the same day. More fingersticks were taken and even though no specific values were reported, the cgm was reading inaccurately high when comparisons were made. At the time of the event the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the e zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.